Manufacturer narrative:
Received 4 photos showing the delivery packaging for the samples for this and other complaints. Received one (1) used list# d1000 tego¿ connector. No mating device was returned for evaluation. The seal and fluid path of the sample were examined. No defects or anomalies were observed which would result in occlusion of the sample. The sample was flushed and no flow restriction was observed. The complaint of a lack of ability to establish flow could not be confirmed or replicated. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 1/13/2025.

Event description:
It was reported that they were unable to flush via the tego through either the arterial or venous lines post dialysis treatment interrupted as tego had to be changed. The reporter stated that, "(B)(6) clinic are long term users of the tego for 20 years and their experienced dialysis nurses have observed the following occurring when using the tego over the last 3 months: unable to withdraw blood via the tego through either the arterial or venous lines pre-dialysis ¿ treatment interrupted as tego had to be changed." The event occurred during use on patient. Someone becomes aware of the issue during observation of the event as outlined above. The medication used on post dialysis was taurolock¿. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, delay in therapy, but no one harmed as a result of the reported event. Set was replaced and therapy resumed without any problem. The event occurred within two weeks at the end of (B)(6). They are only used for dialysis patient¿s not chemo patients. At all times, the tego was changed and no further issues.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, but was reported it was in november. 01 nov 2024 has been used as a placeholder. D4 and h4 the catalog#, lot#, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.